Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9621-30t tap, and a ar-9621-25t tap are broken. This was discovered during an unspecified time, with no patient effect reported. Additional information provided on 07/27/2022, the tap devices broke in an unknown procedure, and all fragments were retrieved. Additional information requested.